Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed during the evaluation. The device performed to specification. A review of the device log indicates the customer was not in the correct lead view. The device was switched from pad view to lead view mode with no ECG cable connected to the patient. Once ECG leads were attached to the device, a clear ECG signal was obtained through lead I view. The device was returned with an mfc cable and CPR d adapter and passed full functional testing with the returned accessory. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained 4-leads and another device for rhythm analysis to continue treating the patient. Complainant indicated that the patient subsequently expired.